Event description:
It was reported that the right ventricular (rv) lead fractured. The lead had high sensing integrity counters (sic) and exhibited noise on the electrogram. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.